Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had alarmed button error multiple times. Last alarm occurred while trying to deliver a bolus. Blood glucose value is 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.